Manufacturer narrative:
Correction: d4: lot number corrected from 0023657376 to 0023657378. Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a pinhole 1mm distal from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon ruptured occured. The 86% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation but failed to cross the lesion. However, during inflaton at 10 atmospheres for 2 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complicatons reported.

Event description:
It was reported that balloon ruptured occured. The 86% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation but failed to cross the lesion. However, during inflation at 10 atmospheres for 2 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.